Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that the office was not receiving remote monitoring transmissions. An interrogation was performed, and the interrogation was normal however, the only connection that was able to be made was with the programmer wand. Programming changes were performed, the cyber security was updated, and there was connectivity. The patient was in stable condition.